Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility and confirmed the image was smeared with yellow colored hue on the image. The image condition was observed on three different scopes the user had tested. The ess inspected all the cables making sure all cables were secured properly. Settings were all in auto mode. Narrow band imaging (nbi) was working appropriately. The ess made several attempts to troubleshoot the issue but was unsuccessful. Eventually, the ess connected the input on monitor to composite video and moved the output on cv-190 to composite; the image was good and the smear/yellow hue on the image had disappeared. The ess showed the user and the physician the image quality and color, and they were satisfied with the image. The ess could not verify if the issue was with the cv-190 or the monitor as there was no other monitor available to test the system and confirm which device was faulty. System is working using composite video output to view the image. The user facility further reported that the problem had been going on for several months. Initially, the problem was intermittent and they did not see discoloration with each exam. The user changed the cables and it appears the problem has been remedied. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance group was informed by the endoscopy support specialist that the user facility's evis exera iii video system center was producing a poor image color. There was no patient injury reported.